Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged usb port issues: it was reported that the usb port was damaged which prohibited charging. The user reverted to an alternate method of insulin therapy to address the issue. There was no adverse impact.